Event description:
It was reported from clinic notes that the device was interrogated and had abnormal lead impedance and output current. The device was programmed off of both the output and magnet current due to suspected lead fracture. A radiograph was performed without obvious fracture observed. Notes indicate the patient has some unusual sporadic stimulation from the vns. No known surgical intervention has occurred to date.

Event description:
The devices were explanted and disposed by the facility and therefore are not available for analysis.